Event description:
It was reported the gastrointestinal videoscope exhibited error was reported when it was on-machine (startup). The issue occurred during the maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, device evaluation found there was no image and a b30 scope communication error message was displayed. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the error messages and no image was an electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.